Event description:
It was reported that the implantable pacemaker longevity dropped from 2 years to 7 months remaining in a span of 6 months. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable pacemaker longevity dropped from 2 years to 7 months remaining in a span of 6 months. This device remains in service. No adverse patient effects were reported. Additional information indicated that this pacemaker was explanted, and a new device with different model was implanted. No additional adverse patient effects were reported.